Event description:
It was reported the boot peeled off on the camera head. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation found flooding in the oredome on the main body side, flooding in the main unit imaging, the camera cable is flooded, and image noise is generated. Based on the results of the investigation, it is likely that the following led to the malfunction: since the oredome on the main unit side was detached, the airtightness could not be maintained, and moisture entered the interior, presumably leading to flooding of the main unit side oredome, main unit image capture, and camera cable. The internal charge-coupled device (ccd) may have failed due to flooding of the main unit's image sensor and camera cable. Therefore, it is assumed that normal communication was not possible, resulting in the generation of image noise. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.